Event description:
It was reported the customer attempted suicide on their insulin pump. Customer's father stated the customer attempted suicide twice. It was reported the customer gave themselves back-to-back manual boluses of 25 units of insulin. The father reported the first attempt was in november and the second attempt was on (B)(6). It was also found the customer had to be hospitalized from their second attempt of suicide. The customer's father inquired how to prevent insulin from being delivered after a bolus delivery had occurred. The father declined to be transferred to the helpline. It was also reported the customer's belt clips were broken. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.